Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification concerning the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report from a patient alleging that their dreamstation humcore pap dom device had mold around the filter but reported that the new filter was not allowing air to pass through. Additionally, the patient alleged that they had developed tongue and neck cancer. There was no report of any medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no secondary findings was observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.